Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set block alarm event on 21-jun-2024. The infusion set was in use for more than 48 hours. The blockage was at the site customer changed supplies as necessary and resumed insulin therapy. No further information available.